Manufacturer narrative:
Additional information was added to h6. H10: the devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: this occurred on unspecified dates of (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of infusors under infused. The reporter stated that the "infusors did not infuse entire contents". The devices had been filled with cefoxitin. This issue was identified during patient infusions. There was no report of patient injury or medical intervention associated with this event. No additional information is available.